Event description:
The patient reported that they were getting successful fecal control however not so much with bladder. Reviewed indications and suggested patient discuss at her follow-up appointment on (B)(6) 2016. Event date: (B)(6) 2016. This is date of implant and pt mentioned no improvement in bladder since implant. Indications for use noted as: fecal incontinence and gastrointestinal/pelvic floor. Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The patient had not had therapy benefit since implant on (B)(6) 2016. It was not working for the patient¿urinary or bowel symptoms. The patient had frequency. The patient didn't feel stimulation and their therapy was not on. The patient had no idea how long their implantable neurostimulator (ins) had been off. The patient turned therapy on and could feel stimulation, but didn't know if the therapy was going to be effective for their symptoms. The patient changed from program 1 at 6.2v to program 2 at 7.0v. Additional information received from the patient reported a loss or change of therapy, and that they are getting less than 50% therapy relief since implant. It was stated that they need to replace the batteries in the patient programmer (pp) as it is not turning on. The patient saw their healthcare provider (hcp) who told them to change their program/settings. They do not feel stimulation unless they are in bed or laying down, and therapy was confirmed to be on. Once the pp batteries were replaced and a sync was performed, it was confirmed that they are on p4 at 1.1v, so the patient increased stimulation to 2.5v and was still not feeling stimulation nor was therapy helping with their bowel or urinary. Follow up with the hcp is to be conducted and the patient is going to try their new setting. On (B)(6) the patient reiterated that they have a loss or change of therapy, and that they aren't getting therapeutic benefit since implant. The patient was on program 4at 8.5v and was barely feeling stimulation on date of additional information, so they changed to program 3 at 8.5v and are still not feeling stimulation with therapy on. Follow up with the hcp is to be conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.